Event description:
Customer called requesting help to verify her settings on her insulin pump because her diabetic doctor changed her settings. Customer stated that her previous insulin pump was malfunctioning and she ended up in a hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.